Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple auto-off alarms. The customer's blood glucose (bg) level was 215 mg/dl at the time of the event. The contact stated was unsure if the bg level was due to the event or to food consumption and possibly a bolus was delivered to address bg level. During follow up with tandem technical support, the contact confirmed the alarm and understood the cause of the alarm. The contact had reported they had disabled the feature.